Event description:
Informed by navartis pharm. Co that facility had received a contaminated graft. Graft had already been placed surgically in pt. Surgical director notified surgeon & also spoke with the navartis pharm. Co regarding this matter.